Event description:
It was reported that there was an alert for atrial lead impedance out of range. The lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the atrial pacing lead impedance was out of range high with atrial impedance averages 480 ohms over 82 weeks, jumps to 2000 ohms (B)(6) 2012. Also there was a patient alert for the lead impedance with alert on (B)(6) 2012.